Manufacturer narrative:
Investigation description. Display damage due to impact.

Event description:
It was reported that the ilet pump¿s display was cracked and the screen was unresponsive, and the user could not operate the device; the device was synced to the mobile app before shutdown, and a replacement was arranged with instructions provided to shut down the device to avoid further alerts. Symptoms included no injury. Outcomes included no clinical impact requiring hospitalization or medical intervention and continuation of glucose monitoring using a compatible cgm application. Investigation included customer interview and complaint handling review. Investigation of this case revealed physical damage to the user interface/display consistent with a broken or cracked screen and loss of touchscreen responsiveness, indicative of device damage affecting the display component and user interface function. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to handling or external impact.